Event description:
It was reported that a competitor's lens was damaged using the msi-pf injector. Additional information was requested but none forthcoming. If any additional information is received, a supplemental medwatch form will be submitted.

Manufacturer narrative:
Results - a lot order search was performed on the ftp, injector and cartridge. There were similar complaints found for the cartridge, similar complaints found for the ftp and one similar complaint found for the injector.